Manufacturer narrative:
Device evaluated by MFR?; return of explanted devices will not add value to the investigation.

Event description:
It was reported that the patient had their device explanted due to infection. Both the generator and lead were removed. There is no known cause of the infection. Patient was referred to infectious disease to treat. No additional relevant information has been received to date.

Event description:
Physician notes that the cause of the infection is unknown. It is doubtful to be trauma or manipulation and there was no contributory recent surgery.